Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the tubing was having continuous air bubbles for the past month. The reporter stated that when changing the site/set/cart if any air bubbles are visible, they are removed. The patient allegedly had slightly elevated blood glucose levels. No numbers were provided, and no symptoms were alleged, which does not meet animas criteria for an adverse event. The reporter stated that the luer lock connection was tight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following results:during testing, there was no defect found related to the complaint. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.